Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer. The patient did receive medical intervention and reported to be receiving chemotherapy. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found liquid ingress, consistent with mineral deposits, an unknown dust contaminant and an unknown contaminant on the blower, blower seal, blower isolators, blower box, inside the filter area of the blower box, on the front panel, on the blower cap and the bottom enclosure. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The manufacturer concludes the contaminates found were consistent with liquid ingress, consistent with mineral deposits, an unknown dust contaminant and an unknown contaminant, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event which should have been filed as product problem only.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer. The patient did receive medical intervention and reported to be receiving chemotherapy. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.